Manufacturer narrative:
May 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code oto is 5. Qty 4- alyte y-mesh graft, sterile qty 1- alyte y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2018 bimonthly asr report.

Event description:
N/a

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2018 through april 30, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2018 through april 30, 2018.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2018 through april 30, 2018.